Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 390 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high blood pressure. As treatment, the patient administered insulin via pen injections. Once at the hospital upon removal of the pod from the infusion site (abdomen) the cannula was found to be dislodged and sticking to the pods adhesive. The patient was given intravenous fluids as well as insulin. The patient was released from the hospital after 4 hours in the emergency room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.